Event description:
It was reported that prior to the start of a da vinci-assisted sliding hiatal hernia surgical procedure, the customer discovered that the permanent cautery hook instrument had a broken hook and a missing plastic piece. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken on both sides. A broken piece measuring approximately 0.203" x 0.217" was missing on one side of the proximal clevis and not returned with the instrument. The root cause of the broken proximal clevis is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.